Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the four infusion set was fell off during use on 18-mar-2024 and infusion set is used for less than 48 hours. The bleeding is also occur at site. No further information available.